Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017. Cartridge change sequences were conducted every three to four days. There were no irregular bolus requests. No erratic basal rate adjustments were made. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels at night. The customer declined to provide further details regarding the events. Reportedly, the customer discussed the events with a healthcare provider.